Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was capped due to therapy upgrade. There were no lead anomaly and no patient complications. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was capped due to therapy upgrade. There were no lead anomaly and no patient complications.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.